Event description:
It was reported that on the day prior to report the patient turned her implant off, and then got up to walk towards the tv to turn it off, but all of a sudden her legs got still and she felt stimulation. The patient felt stimulation 10-20 times harder, like electricity was filling up her leg and she could not move. The patient fell to the floor and she felt numb at her waist and down to her toes. The patient felt weak and was able to get up the second time she tried 3-5 seconds later. The patient had not turned stimulation back on due to fear of the incident happening again. The symptoms reported had a sudden onset. The patient indicated that there was no known accident or incident related to the event. The patient¿s status was unknown.

Manufacturer narrative:
Concomitant: product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or manufacturing representative and their concerns were resolved.